Event description:
Caller alleged discrepant inratio2 inr result in comparison to point care (poc) inr result and laboratory inr result. Results are as follows. See scanned table. The time between testing on (B)(6) 2014 was a couple of hours. The time between testing on (B)(6) 2014 was reported as "several" hours. On (B)(6) 2014, the pt's warfarin was held on (B)(6) 2014 based on the inratio inr results. There was no additional information provided.

Manufacturer narrative:
Investigation pending.